Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:06 was neither confirmed nor duplicated during product evaluation by baxter service personnel. The root cause of the reported problem could not be identified as it was not confirmed. As a precautionary measure, the pump head module (phm) on channel a was replaced. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 802:06. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.